Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2008. Revision procedure was performed on (B)(6), 2012 due to stem fracture that occurred on (B)(6), 2012. No further information has been received.

Manufacturer narrative:
X-rays of the fractured stem were returned for evaluation. Information was also received indicating that the patient had fell and the impact from this was probably large enough to cause the fracture. The fracture would have been a result of a combination of both a high head offset and 10mm lateralized stem would have resulted in a very long moment arm, and forces of up to several times the body weight would have acted through the stem at the instant of the fall. The radiographs also highlight the stem had been implanted in a slight coxa vara position, which also may have contributed to the fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
Engineer provided information after reading the x-rays, but had some mis-information related to the patient. A large moment is likely to have been generated about the neck of the stem due to both the high lateralization of the stem and the high offset of the skirted head (apparent from the radiographs). This may have been further encouraged by the positioning of the stem, which appears to be slightly coxa vara. The loading in a relatively young and probably quite active patient would have led to high moments on the stem and may have caused the fracture. Without further details however, this cannot be confirmed.